Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was treat a moderately tortuous, mildly calcified left circumflex (lcx) artery that was 90% stenosed. Lesion was pre-dilated with a balloon and stented with a 2.50x38mm xience xpedition at 16 atmospheres (atm). Fluoroscopy after stenting revealed dissection at the proximal end of the stent. The dissection was treated using another xience xpedition. No adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.